Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and corroded battery tube. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation, no failed battery test noted. No frozen display noted. The operating is currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the pump alarmed failed battery test. The customer's blood glucose reading was 149 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.